Event description:
The customer reported the left monitor image rotates continuously. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The console and monitor were replaced and adjustments were made. The system was then found to be working as intended.